Event description:
There was no patient involved in this event. The device will not switch on but if pad-pak is removed and reinserted the device switches on automatically and leds lights freeze.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the (B)(6)2017 . Upon receipt, the device was switching on upon installation of a pad-pak and could not be powered on via the on/off button. This was attributed to corrosion between tracks 13 and 14 on the membrane tail. While powered on, all instructional leds became constantly illuminated, as the key3 line of the microprocessor had been damaged by overvoltage from the on_button line caused by corrosion. The device was therefore incorrectly recognised as a sam 500p within saver evo. The corrosion on the membrane tail would suggest that the device had been stored outside of the indicated conditions, although this could not be verified by other means, i.e. No corrosion observed on the screws or usb contact collars. The returned pad-pak was severely depleted which is likely related to the storage conditions and the failure mode of the device. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved in this event. The device will not switch on but if pad-pak is removed and reinserted the device switches on automatically and leds lights freeze.